Event description:
Additional information received from sales representative on 05july2018: the first 12 degree truespan device did not deploy during the procedure. When the device was removed from the joint space, you could see the implant at the end of the needle. The surgeon attempted to use a second 12 degree device, but after deploying the first implant, when the doctor pulled the device out of the joint space, the implant pulled out. The surgeon attempted another 12 degree device, but the same thing occurred where after deploying the first implant, it pulled out when the device was removed. The doctor completed the procedure with an omnispan system with no patient consequences, and a six (6) minute delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI:(B)(4). Associated medwatch report number: 1221934-2018-54258 and 1221934-2018-54259.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. There were 3 complaint devices reported on this complaint event, all 3 were returned to depuy mitek for evaluation. However there are no lot numbers on the devices, therefore we cannot discern which device pertains to which reported failure. All 3 complaint devices evaluations will therefore be documented for each failure reported. Evaluation of 1st received device: a visual inspection of the complaint device revealed the first implant was found deployed outside of the applier and the plastic sleeve was found to be intact and not deformed in any way. Evaluation of 2nd received device: a visual inspection of the complaint device revealed the first implant was found deployed outside of the applier and the plastic sleeve was found to be intact and not deformed in any way. Evaluation of 3rd received device: a visual inspection of the complaint device revealed the first implant was found deployed outside of the applier and the plastic sleeve was found to be intact and not deformed in any way. For this reported complaint of no implants being able to be deployed, this complaint is not confirmed, as all 3 devices received had the first implant deployed. We cannot determine a root cause for the reported problem. A non-conformance was identified for lot number l468456, however the complaint condition is unrelated to the non-conformance. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54258 and 1221934-2018-54259.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatches: 1221934-2018-54258, 1221934-2018-54259.

Event description:
It was reported that one 12 degree truespan device did not deploy while being used for a meniscal repair. The surgeon fully squeezed trigger until audible click then released trigger. When the needle was backed out of the meniscus there was no sign of implant deployment. The device was pulled out of knee and the implants we clearly still loaded in device needle. There was no patient consequence.